Event description:
The complainant has reported that a male pt had undergone band ligation for hemostasis of esophageal varices using the speedband multiple band ligating device. The physician reported that none of the bands were able to be deployed from the device. The physician cut the trip wire and removed the device intact from the pt. The procedure was successfully completed using another speedband super 7 device. It was also reported that the pt was in good condition following the procedure and had sustained no injury as a result of this event.

Manufacturer narrative:
This device has not been received by this MFR, so an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.